Event description:
The recipient is reportedly experiencing discomfort due to device migration. The recipient has elected to undergo revision surgery for a technology upgrade. Revision surgery is scheduled.

Manufacturer narrative:
(B)(4). The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical test performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.